Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii results generated on the alinity I processing module for two patients and were confirmed as positive with the alinity I hbsag qualitative ii confirmatory test. The samples were retested on another alinity I processing module and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2024 sid (B)(6) initial result = 11.18 s/co (reactive). Repeat results = 1.62 s/co (reactive), 0.39 s/co (nonreactive). Hbsag qualitative ii confirmatory: c2 = 9.05 s/co; %neutralization = 100% (confirmed positive). Repeated on another alinity instrument: 0.34 s/co (nonreactive). (B)(6) 2024 sid (B)(6) initial result = 1.44 s/co (reactive). Repeat results = 33.59 s/co (reactive), 5.17 s/co (reactive). Hbsag qualitative ii confirmatory: c2=1.07 s/co; %neutralization = 86% (confirmed positive). Repeated on another alinity instrument: 0.34 s/co (nonreactive). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). The field service representative (fsr) performed troubleshooting and multiple parts were replaced, calibrated, and cleaned; however, the fsr was unable to determine a single definitive part as the likely cause for the issue. The alinity I processing module serial number (B)(6) was considered the likely cause. The module function was verified with controls/precision run. An instrument service history was reviewed for (B)(6) and revealed no additional service tickets associated with false reactive hbsag results. A review of tracking and trending for the immunoassay systems did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) was identified.